Event description:
Female hosp resident (pneumonia, chronic obstructive pulmonary disease, obesity, diabetes, congestive heart failure) was restrained with posey 1337 swedish belt. Pt was confused and agitated and attempted to exit the bed. While exiting, pt struggled and restraint migrated up to pt's chest area. Pt got over the split side rails and was suspended by the restraint. Chest compression occurred, pt coded, and hosp staff responded and was able to revive her. Pt required physical and occupational therapy for two yrs. Investigation is on-going.